Event description:
The manufacture obtained the following information through the annual meeting of the japanese society for cardiovascular surgery. Reportedly, a thrombocytopenia was observed in a patient that received a perceval valve. No further information about the event, patient and device details is available at this time.

Manufacturer narrative:
Updated sections b4, b5, g3, g6, h2, h6. Since limited information is available, no further investigation could be performed, and the definitive root cause of the event cannot be established at this time. However, it should be noted that thrombocytopenia (tcp) in cardiac surgery is a very well-known phenomenon. The etiology is multi-factorial due to multiple factors including hemodilution, blood loss with volume repletion with platelet-poor fluids, platelet activation, consumption and destruction due to contact with foreign surfaces. Tcp following aortic valve replacement (avr) is also a common phenomenon. Patient factors and prolonged extracorporeal circulation all being recognized predictors of tcp following cardiac surgery. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacture obtained the following information through the annual meeting of the japanese society for cardiovascular surgery. Reportedly, a thrombocytopenia was observed in a patient that received a perceval valve. Further information indicated that that this was just a case report at the local conference. The patient had no problem, and no further information could be obtained.